Event description:
It was reported while using bd vacutainer® push button blood collection sets, an unspecified number of devices are leaking after blood collection. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-oct-2025. E.1: (B)(6). Investigation summary: bd received 3 photos and 5 samples for investigation. The customer photos show a device with blood leakage in and around the hub and sample. A total of 5 returned samples were subjected to functional testing for sleeve function and retraction lockout testing. All the samples passed testing as there was no evidence of defects to the devices, leakage during use, and they were able to be activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection sets, an unspecified number of devices are leaking after blood collection. There was no health impact or consequences reported.